Manufacturer narrative:
The explanted device was not returned to manufacturer as it was discarded. Without return of the device the reported clinical observation cannot be confirmed. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 19mm aortic valve was explanted at implant because an aortic perivalvular leak was noted on intra-op tee at the right noncoronary cusp area in this patient undergoing double valve replacement of his native aortic and mitral valve and coronary artery bypass x1. The aortic valve was removed and further debridement of the aortic annulus ensued. Due to removal of the aortic valve, damage to the dacron cloth was noted and the surgeon elected not to use the valve again. A new 19mm aortic valve was obtained and implanted. Echo assessment was performed revealed ¿significantly less severe¿ pvl in the same location that was assessed to be acceptable. At that time, attempts were made to wean the patient from cardiopulmonary bypass but he patient exhibited right ventricular dysfunction ¿likely due to it being exposed to the or at least a long cross-clamp time.¿ inotropic support and intra-aortic balloon pump were initiated. Patient also exhibited surgical bleeding with no specific identified location of the bleeding. An additional three (3) hours were spent treating the bleeding from all suture and cannulation sites with multiple agents. Having been a very long case, the surgeon left the patient¿s chest open.